Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735560, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). Product ID: 9735571, serial/lot #: (B)(4), ubd: 16-sep-2021, UDI#: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, while using a non-medtronic insertion,  they were unable to remove the stylet. The non-medtronic system was used on the magnetic resonance imaging (MRI). The thermal therapy system catheter was put on the non-medtronic tower, and it was attempted to remove the stylet from the catheter to insert the laser in the stylet. It got stuck. It was suspected that there was vacuum effect of the depth stop where the catheter was measured could have been tightened too tight. It was noted that the depth stop was a clear a non-medtronic depth stop. The site had to remove catheter, and get a new one. The issue resolved with a new kit issue and the stylet was removed without issue. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.